Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and noted bubbles forming on buffer syringe assembly. The fse determined the buffer valve malfunctioned. The fse replaced the buffer valve which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer telephone phone # is (B)(6). Customer email was not provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of elevated ise (ion selective electrode) patient results for sodium, potassium, and chloride involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.